Event description:
It was reported that the carelink presenting rhythm appears to be a loss of capture on the ventricular lead. The lead trend diagnostics were questioned on the device. The ventricular lead showed high thresholds and resistance. The pace/sense portion of the lead was replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the carelink presenting rhythm appears to be a loss of capture on the ventricular lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.